Event description:
Event description cpi received information that a patient with this implantable cardioverter defibrillator presented for a followup after feeling a burning sensation and the implant pocket turned red. The patient also heard a buzzing noise. The ICD could not be interrogated and was explanted.